Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016. It is unknown whether the patient was reimplanted with a new device as of the date of this report, march 10, 2016. Device not yet received by manufacturer.

Manufacturer narrative:
This report is filed february 16, 2016. Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. Treatment with oral and IV antibiotics for a duration of one month was unsuccessful, resulting in the decision to explant the device. Explantation is planned, however has yet to occur as of the date of this report, (B)(6) 2016.

Manufacturer narrative:
This report is filed may 10, 2016.